Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging an unknown issue with the onetouch verio iq meter. The alleged issue was not resolved at the time of troubleshooting. The patient did not experience any symptoms or seek any medical attention because of the reported issue.